Event description:
Hub entry port, inside evidenced scratched appearance and potential "cracking". Inside hub small pieces of pllastic were noted to be braking off and floating in the hub. Tubing was immediately discontinued and new tubing hung. Physician was not notified due to this incident being an equipment problem that was immediatedly found and rectified. Director of materiel mnagement was notified and equipment sent to her. This product was then given to the manufacturer's sales representative to be evaluated, and findings reported back to director of materiel managementdevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, none or unknown, other. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: device permanently removed from service, other. The device was not destroyed/disposed of.